Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high thresholds. Oversensing was also noted on the right atrial (ra) lead. The ra and rv leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: a2dr01 ipg implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.